Event description:
Boston scientific has become aware of the following event: ivus was severely sticky on the wire and in the sheath.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.